Event description:
It was reported that the patient could not feel any stimulation at 10 v as of a day prior to report. The patient was at 3 v during the trial and after the implant. All impedances were within 300-467 ohms. The next day it was reported that there was an elective replacement indicator (eri) message. The device was interrogated and it was found that the implantable neurostimulator had been used 86 hours with 93 since implant date. A longevity estimation was done with parameters prior to increasing stimulation (2.4 v) and the estimated battery longevity was 16 months. The estimated longevity using the parameters that were set on (B)(6) 2012 was 1 month. The battery depletion was noted as premature. An x-ray was done and it showed that the lead had 'flipped out of the epidural space and was now in the lumbar area.' The lead was originally placed at t11. The battery voltage was at 2.830 v. The patient had a loss of therapeutic effect and no stimulation sensation. The patient had stimulation sensation for about an hour after the reprogramming the day before. Additional information received on (B)(6) 2012 reported that on that day the system was being revised. Approximately two weeks it was reported that there were no further issues when the new ins was implanted. The lead was not in the epidural space.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial# (B)(4), product type programmer. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2012 (B)(6), product type lead. Analysis of the implantable pulse generator and lead found no anomaly.